Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-sep-2023. H.6. Investigation summary: our quality engineer inspected the sample and photographs for evaluation. Bd received one unsealed 22ga x 1.00in. Nexiva unit from lot number 2300159. Additionally, 5 photos were provided. Through the visual inspection, the extension tubing was found separated from the adapter. A uv light was used to detect if any adhesive is present. Adhesive was discovered on the extension tubing and, in the adapter, where the tubing connects. The visual inspection did not discover any cuts or damage to the tubing. The tubing appeared to be completely disconnected from the adapter, no pieces of the tubing remained in the adapter. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing if the uv intensity is too low from led degradation or dirty lens, the adhesive may not fully cure, leading to bond failure. In process intensity checks with radiometer and lens cleanings are performed to mitigate the occurrence of this defect. Another possibility is that this occurred during use due to too much pressure during power injection, or manipulating the extension set with excessive force. These may cause separation of the extension tube from the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system extension tubing separated from the adapter and leaked out blood during use. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the extension tubing separated from the connection part when the needle was removed causing blood to leak.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system extension tubing separated from the adapter and leaked out blood during use. The following information was provided by the initial reporter, translated from (B)(6): "the customer reported that the extension tubing separated from the connection part when the needle was removed causing blood to leak.